Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found camera cable flooded. Based on the results of the investigation, it is likely that the following led to the malfunction: the airtightness of the present product could not be maintained, and moisture entered the inside of the product, resulting in flooding of the camera cable. The definitive root cause of the reported issue could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): IFU applicable sections the following statement is found in the instruction manual "precautions for cleaning, disinfection, and sterilization" and "warning" in "storage": ·this product is not intended for use with tweezers, disinfectors, or sterilizers. Do not clean, disinfect, or sterilize this product together with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and destroying the electrical circuitry inside the product due to water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device cord cut. There were no reports of patient harm.